Manufacturer narrative:
Age = average age. Sex = majority gender. Date of event = date of publication. "Major ischaemic and bleeding risks following current drug-eluting stent implantation: are there differences across current drug-eluting stent types in real life?". Https://doi.org/10.1016/j.acvd.2019.04.007. Patient death(s) were also included in the results of the journal article, however no causal link suggesting that the medtronic device(s) used in the patient cohort may have caused or contributed to the death(s) was provided. If information is provided in the future, a supplemental report will be issued.

Event description:
The aim of this study was to compare ischaemic and bleeding risks across the major current drug eluting stents (c-dess) used in france. 52891 patients were included in the study . Resolute onyx rx coronary drug eluting stents were implanted in 24 % (12,727) of the population. The remaining patients were implanted with 5 other non-medtronic c-dess. Dual antiplatelet therapy was given as recommended in most patients . Patients implanted with the resolute onyx des were assessed for a mean of 353 days post implantation. Clinical outcomes reported in the study population included death, myocardial infarction, cardiogenic shock, cardiac arrest, stroke, tvr and bleeding.no information was available about the cause of death. It was noted that ischaemic and bleeding risks do not differ across various types of c-des over the first year following c-des implantation.